Event description:
It was reported that a patient presented remotely via merlin. Net, the insertable cardiac monitor (icm) exhibited under sensing. The icm sensitivity was reprogrammed. The patient was stable.